Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device, patient and event information.

Event description:
Related manufacturer reference number: 1627487-2021-15939. It was reported the patient is not receiving effective therapy due to high impedances. . As a result, the patient underwent surgical intervention to have their lead replaced. Patient now has effective therapy. Both of the patient's leads are being reported as it is unknown which lead has high impedance.